Event description:
The facility reported an infusion pump with failure code 810:04 during pt infusion. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt diagnosis or status, medication involved or set up of infusion device. No additional contact info was provided. The hosp rep stated there have been no reports of any pt incident involving this pump since the last baxter service event.